Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during the implant procedure, the physician experienced difficulty positioning this right atrial (ra) lead and was not able to extend the helix. The lead was removed and replaced. Following explant, the lead was exercised on the table and it took many turns to extend/retract the helix. As such, a conductor fracture was suspected. The lead was not implanted.

Event description:
It was reported that during the implant procedure, the physician experienced difficulty positioning this right atrial (ra) lead and was not able to extend the helix. The lead was removed and replaced. Following explant, the lead was exercised on the table and it took many turns to extend/retract the helix. As such, a conductor fracture was suspected. The lead was not implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.